Manufacturer narrative:
Medical products: ann div screw trauma impl win gen; catalog#: unknown; lot#: unknown. Therapy date: unknown the manufacturer did receive x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and it was noticed top 3 screws of 4 screws have loosened and migrated thereby not adequately securing the corelock system. It is not known if a revision surgery has taken place yet.

Manufacturer narrative:
D10- medical product: cortical bone screw trauma impl win gen; item# : unknown; lot# : unknown cortical bone screw trauma impl win gen; item# : unknown; lot# : unknown therapy date: unknown investigation results were made available. Additional: d6a, d10, e1, h2, h6 correction: b4, b5, g3, g6, h10 review of event description: it was reported that the patient underwent primary implantation of a affixus natural proximal humeral nail in the right humerus on feb 27, 2021 and underwent revision surgery on an unknown date due to screw migration of the first and third most proximal screw. The fracture has fully consolidated. Moreover, there patient had limited range of motion. All of the devices were removed during revision surgery. Additionally, it was reported that the corelock mechanism was not tightened during the primary implantation. Review of received data: - due diligence: further due diligence to support the conclusion was completed and documented in diligence log. - x-rays: two undated ap x-rays of the affected humerus have been received. The implanted nail and screws can be seen in full. The nail appears to have been inserted too proximal. The first and third most proximal screws appear to have migrated, based on the angle that one of the x-ray was taken. - surgical report: an extract of the revision report has been received. Indication for revision surgery: radiologically, there is a screw migration of the 1st and 3rd proximal screw with a radiologically completely consolidated proximal humerus fracture on the right side. Also, there is a clear limitation of movement of the right shoulder. Procedure: complete removal of devices and mobilization under anesthesia. Product evaluation: - no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: all involved devices are intended for treatment. - product compatibility: the product combination was approved by zimmer biomet. - document review could not be performed due to unknown product identification. - surgical technique: the surgical technique 197-glbl-en explains that for optimal stability and fixation, the proximal interlocking screws should be locked at a fixed angle following the placement of all screws. Additionally, the locking of the corelock is done using the corelock driver with torque limiting handle. Turn slowly clockwise to tighten and engage the corelock mechanism until a click is felt from the torque limiting handle. Conclusion: it was reported that the patient underwent primary implantation of a affixus natural proximal humeral nail in the right humerus on feb 27, 2021 and underwent revision surgery on an unknown date due to screw migration of the first and third most proximal screw. The fracture has fully consolidated. Moreover, there patient had limited range of motion. All of the devices were removed during revision surgery. Additionally, it was reported that the corelock mechanism was not tightened during the primary implantation. The quality records of the involved products could not be reviewed as the product identification of the devices have not been provided. Therefore, no nonconformance or a complaint out of box (coob) could be determined. Two undated x-rays of the affected humerus were received. Based on the position of the screw it can be assumed that migration occurred. The nail appears to have been inserted too proximal, which may possibly have caused the reported limitation of movement of the right shoulder. The corelock mechanism has been reported as being utilized, but not properly engaged/tightened. As per surgical technique, the utilization of the corelock mechanism provides optimal stability and fixation of the proximal interlocking screws. This however can only be assured if the corelock is properly engaged/tightened using the corelock driver with torque limiting handle. Based on the given information and the results of the investigation, the most likely root cause appears to be related to the implantation procedure, whereby the corelock mechanism was not properly engaged/tightened. The need for corrective measures is not indicated for the time being and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Patient was implanted on right side and underwent revision surgery due to screw migration of the first and third most proximal screw. The fracture has fully consolidated. The corelock mechanism was not tightened during the primary implantation. All of the devices were removed during revision surgery.